Event description:
A complaint was received regarding missing the glucose alarm alert while wearing the adc device using freestyle libre 2 app. As a result, on (B)(6) 2022 the customer was provided "lip glucose drink" by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. An attempt was made to replicate the user complaint and high/low glucose alarms were successfully received on an iphone device with fsll version 2.5.3.3088. Using a known good libre 2 sensor. No issues were identified with the librelink app. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.